Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears.